Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a central venous catheter placement procedure using powerline central venous catheter. Post procedure, on (B)(6) 2026, it was noted that the catheter had a small hole near the insertion site and further reported that it was leaking. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.